Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'white screen' which was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be a failing processor board. The processor board requires replacement to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a white screen. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.